Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mpe 149 next generation trochanteric nailing system (tfna). It is reported during a procedure to implant the 170mm x 11mm 130 degree trochanteric nail with 80mm helical blade for a pertrochanteric multi fragmentary fracture in a female patient, surgeon noted he was unable to "get the set screw turning" using the flexible screwdriver. No additional information was provided. This is from next generation trochanteric nailing system #tfna# mpe 149. Update: sales consultant reports patient was implanted with the nail, but the locking mechanism to lock the screw into the femoral head would not drop down and then snapped when force was applied. Nail was then explanted and a new nail was implanted with no further issue. Procedure was delayed approximately 20 minutes. Patient reported to be doing well. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable because it was a duplicate of another complaint that has also been reported. Information has been reported on MFR report number 2520274-2014-15371.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.